Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to the difficulty include, but are not limited to, the sutures not being co-axial, excessive suture tensioning. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a cardiac ablation procedure. The suture of a prostyle device was successfully placed. The sheath remained 8f and the cardiac ablation procedure was completed. Reportedly post procedure, the knot was successfully advanced and achieved hemostasis; however, when the red lever was pulled on the suture trimmer to cut the suture as usual, the suture trimmer did not cut the suture. The cutter part of the suture trimmer and the suture became stuck. Since the patient was relatively thin, the portion of the suture that was stuck on the cutter part of the suture trimmer was pulled out of the body and the suture was cut. The successfully advanced knot remained in the anatomy and achieved hemostasis. No additional treatment was performed to complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.